Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No changes or intervention was performed. There were no patient consequences.